Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log. The quality engineer has identified the cause of the event was depleted main batteries. The main batteries were replaced to correct the reported condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "don't permit reset system". It is unknown when this condition occurred in (B)(4). This condition may have interrupted delivery. There was no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). This device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.